Manufacturer narrative:
Updated fields: d9 (device available for eval), h6 (investigation type, investigation findings, component codes & investigation conclusions), h10 a getinge field service engineer (fse) was dispatched to investigate the issue. The fse discovered that the unit's cart was badly damaged. The cart buckled in at helium regulator mount. The fse also stated that the physical damage also damaged the helium regulator mount causing a leak. The fse stated that the helium leak was in the cart not the rescue. It was then stated that the cart was not repairable, so the staff was advised to order new cart. The rescue portion of the unit was ok for use and will pm'd as a standalone rescue unit. Equiment passed all functional testing.

Event description:
N/a.

Event description:
It was reported that during their weekly checks, the staff noticed the cardiosave intra-aortic balloon pump (iabp) had rapid helium loss/depletion. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.